Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric sleeve surgery, when reload was connected, excessive force error was noted. Another reload was attached with no success. Another adapter was used and problem was resolved. There was no patient injury.